Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2cm peripheral cutting balloon¿ was selected for use. During the procedure, on the first inflation, it was noted that the balloon ruptured at 4atm for 3 seconds. The device was completed with another of the same device. No patient complications were reported.